Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was broken as indicated in the complaint.

Event description:
It was reported that a palodent sectional matrix ring broke during use. The event outcome is unknown as of this MDR evaluation.